Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Family member of customer reported via phone call that customer was experiencing low blood glucose level. The low blood glucose level of customer was 32 mg/dl. Current blood glucose level of customer was 391 mg/dl. Customer was not using the insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was active at the time of incident. Customer was treated with food and glucose tablets. Customer had sweating and mental confusion at the time of incident. Customer did not allege that insulin pump was over delivering insulin. Troubleshooting was performed. The insulin pump will not be returned for analysis.